Manufacturer narrative:
Product analysis (B)(4) equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. The marksman catheter was not returned with the pipeline flex. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. The cause of the failure to open could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, or user deploys braid in vessel bend. The customer reported that the patient¿s vessel tortuosity was minimal. In addition, the pipeline flex was not placed in the vessel bend., ruling out "vessel tortuosity" and user deploying in vessel bend as the potential causes. In this event, it is likely that the damage to the braid (fraying) contributed to the reported event. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Possible cause of the resistance includes lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified, there was fishmouthing. Resistance occurred in the distal section of the catheter. There was no damage to the pipeline pushwire or catheter. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the stent catheter was in place, ped-450-16 was selected for implantation. After being fully hydrated, ped-450-16 was delivered to the stent catheter. During the operation, the distal end of the dense mesh opened normally, and the dense mesh was released through the tumor neck for secondary radiography. It was found that the distal end of the dense mesh was shaped like an eagle's beak. After recovering the dense mesh and deploying it again, there was a slight resistance. Considering the above problems, the surgeon did not risk continuing the operation. Then the dense mesh was recovered and it was withdrawn as a whole. In order to ensure the safety of the patient and the smooth progress of the surgery, it was replaced with another ped-450-16 model. The surgery ended successfully. No patient symptoms or further complications were reported as a result of this event. The pi peline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left c4 aneurysm with a max diameter of 4.8mm and a 3.6mm neck diameter. The landing zone was 3.7mm distally and 4.4mm proximally, it was noted the patient's vessel tortuosity was minimal. Angiographic result post procedure was slowed blood flow within the aneurysm.